Manufacturer narrative:
According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm measuring 54 mm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, the aneurysm measured 56 mm. On (B)(6) 2017 the aneurysm measured 65 mm and a type ii endoleak was recognized. On (B)(6) 2017 the type ii endoleak was treated by means of arterial embolization with coils and onyx glue.